Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that 22sep2022 a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior leaflet. A first mitraclip intervention was performed and two clips were implanted; one (xtw) central and one (ntw) medial on anterior 2 and posterior 2 leaflets (a2/p2). The mr was reduced to grade 2. On (B)(6) 2023, the patient presented with recurrent mr at grade 3 for a second mitraclip procedure. The root cause of the recurrent mr is unknown. The recurrent mr was observed medial to the previously implanted ntw on a2/p2. At first a partial detachment was suspected. Per the physician, after further observation via transesophageal echocardiogram (tee), a partial detachment was disqualified. It was decided to use an expired steerable guide catheter and mitraclip, as there were no unexpired devices available at the time. After the xt was deployed, a gradual opening of the clip was observed. Prior to opening the clip angle was less than 20 degrees, and after opening it was roughly 30 degrees. The mr slightly increased compared to pre-deployment mr. The final mr was grade 3 and the clip remained stable. An additional clip was not implanted because the mitral pressure gradient was 6mmhg. Per the physician, the gradient was a clinically relevant mitral stenosis. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open while locked), associated with clip opening after deployment, could not be determined. The reported improper or incorrect procedure or method was associated with the use of expired device. The reported unchanged mr appears to be related to the unintended clip opening post deployment. The reported mitral stenosis, associated with a mitral pressure gradient of 6 mmhg, was due to procedural circumstances. The reported patient effects of mitral regurgitation and mitral stenosis, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Imaging review: one (1) fluoroscopic still image was provided in which 3 fully deployed clips can be visualized; there is no sgc or cds in view indicating the image was taken during the second mitraclip procedure, performed on (B)(6) 2023, post deployment of the third implanted clip (reported device). Per the reported incident details, an xtw clip and ntw clip were implanted during the original procedure on (B)(6) 2022. During the follow up procedure, recurrent mr was observed medial to the previously implanted ntw clip. An xt clip (reported device) was implanted, presumably medial to the ntw clip. Fluoro images of the mitral valve are taken with the fluoroscopy c-arm detector is placed over the top of the patient's thoracic cavity and are oriented as if directly viewing the heart through the chest wall. As with the image provided, the medial aspect of the mitral valve is on the left and the lateral aspect on the right. To this end, the reported xt clip is the left clip in the image which also has thinner clip arms, as compared to the xtw and ntw clips, which have visibly wider arms. The flouro image captures an oblique view of the clips on the mitral valve making assessment difficult as the clip arm angle cannot be directly visualized. In addition, there is a pacing lead traversing the image and obscuring the entire bottom clip arm of the reported xt clip. Considering these challenges, a best estimation of the clip arm angle of the reported xt clip is ~35° - 40°. Comparatively, the xtw clip (center clip), which did not have a reported issue, appears to have a clip arm angle of ~25°. While this is an estimation based on visual assessment with the naked eye and is not confirmed, it does appear the reported xt clip has a post deployment arm angle beyond the fully closed position (typically ~10° - 20°) per the instructions for use and has a slightly wider clip arm angle when compared to the adjacent xtw clip. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the video provided. Na.